Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Positioner motion controller replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The motion controller box was returned to the manufacturer for analysis. Investigation was able to duplicate the reported issue and found that the x axis does not move. Tried re-homing but that did not fix the problem. The hardware investigation found that reported event was related to a software failure mode; software functionality was the failure mechanism.

Event description:
A site representative reported that the user has to press twice to have motion of the imaging system. After performing movement calibration, issue is gone but resurfaces after 30 minutes. There was no patient present when this issue was identified.